Manufacturer narrative:
Insufficient information was provided about the event, no device was returned and no information on lot numbers was provided. At this time we are unable to confirm if the device caused or contributed to the serious injury. If further information becomes available a follow-up report will be submitted.

Event description:
Patient returned for post operative inspection and had allergic reaction where the topical skin adhesive was applied.